Manufacturer narrative:
The root cause of the reported clinical observations was not determined and the decision to revise the lead was made as a result of the trended data. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead exhibited a slow gradual rise in pacing impedance measurements that reached 1900 ohms. Additionally, threshold measurements were also rising. The lead was removed from service during the elective procedure to replace this patient's device. No additional adverse patient effects were reported.